Manufacturer narrative:
H2) additional information was added to b5. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000185, lot/serial #: unknown ; product ID: bi71000444r, lot/serial #: unknown ; product ID: bi71000180, lot/serial #: unknown ; product ID: bi71000444r, lot/serial #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The collimator x-axis did not move during operation after motion control replacement.

Manufacturer narrative:
H3,h6: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the 3d imaging could not be performed, after the reboot, a detector error occurred and was unusable. It occurred intra operatively and there was less than an hour delay to the case. No reported impact to the patient.

Manufacturer narrative:
H3) the motion enclosure was returned for analysis. They installed it into a test system. Motion calibration passed. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images passed. The door opened and closed successfully. Docking the system passed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000236 , lot/serial #: (B)(6) , rev. B ; product ID: bi71000180r , lot/serial #: (B)(6) , rev. 4 ; product ID: bi71000444r , lot/serial #: (B)(6) , rev. 3; product ID: bi71000444r, lot/serial #: (B)(6) rev. F. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000236, lot/serial #: (B)(6); product ID: bi71000444r, lot/serial #: (B)(6); product ID: bi71000444r, lot/serial #: (B)(6). H3) the manufacturer representative went to the site to test the imaging system. The device was replaced due to a detector error. During the operation test after the replacement, the collimator x-axis did not operate, so it was replaced again. B01, d02, c07 is associated with the system checkout the motion control box was returned for analysis. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images passed. No problem found. B01, c19, d14 are associated with the analysis returned: 2025-apr-29 sn: (B)(6). The motion control box was returned for analysis. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images passed. No problem found. B01, c19, d14 are associated with the analysis returned: 2025-apr-29 sn: (B)(6). The encode rail was returned for analysis. Visual inspection confirm encoder rail came in disassembled. The system dmc terminal display data record confirm detector axis data inactive and visual inspection confirm amber indicator led light. An electrical failure was observed. B01, c02, d02 are associated with the analysis returned: 2025-may-01 sn: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "x-ray not coming out detector error." Bench test mfov (field of view) assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Visual inspection showed broken/ damaged hard stop bar in the assembly. Damaged assembly. MDR codes: b01, c07, d02. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:bi71000185, serial/lot #:(B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.